Manufacturer narrative:
UDI= (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-09864, 2134265-2016-09865. It was reported that an air embolism occurred with subsequent patient complications. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa. The first 24mm watchman laa closure device was then advanced and deployed in the laa. It was fully recaptured and removed as it was too proximal to the laa ostium. The second 24mm watchman laa closure device was advanced and deployed. When they were checking the compression measurements and the seal of the device, the patient's blood pressure started to drop. They checked for pericardial effusion. There was no effusion noticed; however, air had been introduced into the patient as visualized on transesophageal echocardiogram. The patient also experienced st elevations. The anesthesiologist immediately monitored and controlled the blood pressure by administering norepinephrine and 100% oxygen. After this, the st elevations subsided, after about five minutes (maybe a little bit longer). They reconfirmed the compression measurements and the seal of the device and then released the device. The patient left the lab in stable condition. Follow up later in the day from the physician indicated the patient was doing fine.